Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated alarm indicating incorrect o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received service report, the device generated high o2 concentration alarm. Replacement of o2 cell and cleaning inspiratory channel solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 volume %. O2 concentration high alarm caused by o2 cell is a measurement error and is not considered as a safety related. The decision about reporting was made in abundance of cautions based on the initially reported information, as it may be representing a reportable event. Our conclusion is that the mentioned parts were the cause of the failure. However, the root cause to why the parts failed has not been established.

Event description:
Manufacturer's ref. #: (B)(4).